Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the packaging for the aquacel dressing was not properly sealed. No pt involvement was reported.